Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose was 450 mg/dl. The patient had manual insulin injections available as a back-up treatment plan. Troubleshooting was declined for the high blood glucose. However, the insulin pump had also alarmed compromised force sensor system when he attempted to prime the insulin pump earlier. The drive support cap was protruded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and missing end cap sticker. The test infusion set and reservoir does lock into place.